Event description:
It was reported that(1) device was used during an unk procedure. It was reported by the affiliate that the anvil dislodged and staples malformed on the tsb45 instrument. The case was completed by using another instrument. There was no patient consequence.